Event description:
Olympus medical system corp (omsc) was informed that after anesthetization to the pt, the user facility connected the subject device to visera elite system, but there were image difficulties. Since the user facility did not have a backup scope, they switched laparoscopic operation to open abdominal surgery and completed the cholecystectomy.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. Based upon the evaluation of the subject device by omsc, the reported image difficulties was confirmed. As a result of the evaluation, omsc concluded that the signal line of vertical forwarding of the ccd component and the earth were short-circuited. There was no irregularity in the manufacturing record. If significant additional information is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.